Manufacturer narrative:
Initial evaluation of the unit found some modifications were performed post manufacturing process. Further evaluation found that the pd drawer had burnt components and the capacitor was damaged. Review of the DHR showed one abnormality. Testing of the pd drawer will be performed and the transformer will be returned to the vendor for additional testing. A follow-up will be filed as needed.

Manufacturer narrative:
The investigation was completed by the transformer supplier, plitron, which concluded that the root cause of the failure was most likely mishandling of the transformer from manufacturer to assembly installation. The mishandling could place mechanical stress on the windings film coating resulting in a reduction in the transformers operating life. It was noted that there was no evidence of flames or burning near or around the transformer. The supplier investigation concluded the heat generation within the transformer produced some smoke, but no "fire".

Manufacturer narrative:
As of today the investigation is in process and a follow-up will be filed as needed.

Event description:
It was reported that smoke was coming from the gantry after powering on. The customer unplugged the system and was waiting for service. No injury reported. A field engineer was dispatched to the site and it was determined that the isolation transformer had caught fire when energizing the gantry. The gantry was replaced and is returning for investigation.